Event description:
It was reported on (B)(6) 2023 a patient presented with grade 4 mitral regurgitation (mr) for a mitraclip procedure. One clip was implanted. The final mr grade was 1. On (B)(6) 2025 the patient presented with shortness of breath and a single leaflet device attachment (slda) was observed. The mr increased to grade 4+. A second clip intervention was performed. One clip was implanted lateral to the first clip to stabilize. The final mr grade was 1. Per the physician the slda occurred due to the patient's worsening heart failure that resulted from other pre-existing comorbidities and a dilated left ventricle.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. All available information was investigated, and per the physician the reported heart failure/congestive heart failure resulting in slda and subsequent mitral valve insufficiency/regurgitation and dyspnea occurred due to the patient's worsening heart failure that resulted from other pre-existing comorbidities and a dilated left ventricle (patient conditions). Mitral regurgitation, heart failure and dyspnea are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.